Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A synergy¿ drug-eluting stent was advanced for treatment. However, upon inflation of the balloon, it was noted that there was no stent attached to the balloon. No patient complications were reported.